Event description:
Customer alleged unit will turn on, however, medicine is not dispensing and it will automatically turn off. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model irc1710, serial number/date code (B)(4) is approximately 11 months old. The owner's manual part number 1130203 rev g (mar-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that the aerosol compressor allegedly is not dispensing her medication and will automatically turn off. No injury alleged. No mention of missing a dose of her medication.